Manufacturer narrative:
(B)(4). Due to johnson and johnson surgical vision receiving timeout issues the esg gateway on (B)(6) 2018 when the initial submission to FDA of this report was performed. This report is therefore being re-submitted. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that tecnis symfony multifocal intraocular lens (model zxr00 +13.5 diopter) was explanted from patient¿s left eye in secondary procedure because of patient experiencing halos and glares, blurry vision, visual disturbance, and intolerance. Post implant the lens had minor dislocation which surgeon attempted a relocation and a laser procedure, however the patient was not happy and chose to go for an exchange. Non-amo monofocal lens was used as the replacement lens for the patient. No incision enlargement, vitrectomy or any other medical or surgical intervention was required. The patient was reported to be doing well when discharged. No further information was provided.

Manufacturer narrative:
Device available for evaluation: yes. Returned to manufacturer on: 10/25/2018. Device returned to manufacturer: yes. Device evaluation: the product was returned to the manufacturing site for evaluation. The product was inspected by a qualified inspector using a microscope with a 12x magnification. It can be seen that the lens is contaminated, dust particles are present. This is expected as the lens was transported from controlled environment during manufacturing to a non-sterile, non-environmental controlled area, also there are some scratches on the optic edge. Investigation of the return sample and the condition of the return sample do not suggest the damage was introduced during manufacturing. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search on complaints revealed that no similar complaints were received for this production order number. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Device evaluation: the product testing could not be performed as the product was not returned. The reported complaint cannot be confirmed. Manufacturing records review: the manufacturing records for the product was reviewed. The product was manufactured and released according to specification. A search on complaints revealed that no similar complaints have been received for this production order number. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.